Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11336r35, implanted: (B)(6) 2002, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were non-malignant pain and chronic low back pain. It was reported there was a motor stall on (B)(6) 2014 at 14:50, with recovery at 15:47. No interventions, patient symptoms or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.